Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that the buttons had to be pressed very hard to get them to respond. The customer's blood glucose level was 130 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump arrived in that condition. The customer was advised to discontinue use of the insulin pump and revert to a back up plan. The product is being returned. Nothing further was reported.